Event description:
It was reported that the infusion tubing had detached from the connector of the infusion sets. The patient did not notice the disconnection and experienced and elevated blood glucose level. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.